Event description:
On (B)(4) 2012, the reporter contacted lifescan USA alleging that the subject meter was displaying an error 2. This complaint is being reported because the alleged meter error remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.